Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2013. About 1cm of the needle broke after three passes through the tissue. Repeated x rays were performed, but the surgeon could not locate the broken needle fragment. Currently, the patient is still in the hospital for observation and the broken needle is still in the patient. The surgeon plans to perform a second surgery to remove the broken needle when the patient gets better. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient required an urgent cholecystectomy due to increased alcohol consumption. The physician did visualize the needle fragment on x-ray, however was unable to retrieve it. The patient is fine but still in the hospital for observation.